Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion sets leaking from the top portion of the connector. These events occurred on (B)(4). Infusion sets had been used for few minutes. Insertion site was abdomen. The blood glucose level was high. A correction bolus delivered via pump and multiple daily injection to address the high blood glucose level. The patient was tested positive for ketones. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005475 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Test results: the reference samples for the lot 6005475 were already tested previously on the 2046582 on 30-nov-2024. The reference samples were visual inspected and tested for flow. All test results were within specifications as per (B)(4) test report. Complaint test report.pdf attached in this record. On the functional air leak test, according to wi version 2 was performed and 5/5 samples passed the test. Five (5) reference samples were not able to be test for flow and leak due to the samples were used in a special investigation for another department. Device history record (DHR) review: the lot 6005475 was manufactured according to the wi version 111 manufactured in the line inset 5, on 17/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6005475 and no more complaints have been registered in database for the same lot number 6005475 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no more complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, no additional patient or event details have been received.